Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient implanted with pfna ii nail and pfna ii blade on (B)(6) 2011. Patient complained of pain in (B)(6) 2012 and it was discovered the nail was broken. Patient returned to or, surgeon removed the hardware, patient was revised to a dhs blade and tps plate. This is 1 of 2 reports for this complaint.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The dimensions of the nail were checked using a sliding caliper and found to be in accordance with the technical drawing and ao/asif specifications. The anodized pfna is made of ti6al7nb alloy. The examination of the raw material inspection sheets and the manufacturing papers showed that the chemical composition, microstructure and the mechanical properties of the pfna were in compliance with the international standards iso 5832-1 ad astm f1295 for implants made of titanium alloy. The examination of the manufacturing papers showed no deviation from normal conditions or rather any irregularity of the production process. The cannulated pfna broke at the 125 degree hole in the nails proximal part. The crack initiated at the lateral side of the nail and ran through the material. After breaking, the two nail fragments rubbed against each other causing some destruction of the fracture surfaces. Plastic deformations and gliding-, wear marks are shown inside the 125 degree hole. They result from micro movements between the nail and the spiral blade and are a sign for instability and high dynamic loads. When examining the proximal fracture surfaces by scanning electron microscope, sem, the initial fracture zones and the fracture behavior could be identified. Fatigue striations were observed in the crack propagation zones and over a sizable area of the fracture surfaces. Each striation represents the successive position of an advancing crack front and they result from cyclic load and unload during walking. The presence of these striations is a clear indication of a fatigue failure. The fracture surfaces showed a mixed fracture with fatigue striations, subsidiary cracks and some corrosion signs. A small area with dimples corresponds to the residual forced fracture zone. Sem observations and findings indicate that the pfna failure was caused by fatigue and overload - dynamic bending and torsion. Based on the structure of the nails fracture surfaces we can conclude that the investigated pfna failed because of dynamic bending and torsional loads which finally led to the fatigue failure. Over a period of time the pfna had to absorb and neutralize forces that have been greater than the tolerable load. Prolonged mechanical stressing and overload led to the fatigue failure of the pfna. Post operative activities of the patient may have played a certain role. A failure resulting from either a material defect or the manufacturing process of the implant can be excluded.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.